Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 39 mg/dl at time of incident, treated with food and glucose tablets and current blood glucose level was 75 mg/dl, bolus 4 unit and blood glucose was 303 mg/dl. Customer reports insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer reports programming was accurate. Customer reports pump was not worn during a medical procedure. The devices will not be returned for analysis.